Event description:
It was reported that a pta balloon dilatation catheter became lodged within a 7f introducer sheath during retraction from the patient. Both the pta balloon dilatation catheter and the introducer sheath were removed simultaneously from the patient without further incident. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has been returned and the investigation is currently underway.